Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper user setup, specifically on tip orientation feature. The issue was resolved by flipping the endoscope base, reseating the endoscope and cancelling the tool memory.

Manufacturer narrative:
The reported event was addressed with phone support. The customer was instructed to take out the endoscope, flip the base of the endoscope, and cancel the tool memory. After these actions, the image was in the correct orientation. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, that the image was upside down on the endoscope. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the reported event involving the 30-degree endoscope was characterized by an inverted image and uncontrolled motion, although there was no reversed control on the system arms. No physical damage, such as missing screws or components, was observed on the endoscope¿s adapter or base. Prior to the incident, the endoscope had been manually rotated 180-degrees, with controls appropriately associated for intuitive motion. The issue was resolved by reseating the 30-degree endoscope; a backup device was not required, and no additional actions were necessary. The product was not returned to isi for further evaluation, and no photos or videos documenting the event are available.